Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default initial reporter facility name: (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ luer-lok¿ 30 ml syringe leaked past the stopper. The following information was provided by the initial reporter: "leakage between the plunger and the body of a 30 ml bd plastipak syringe during the preparation of a venofer".

Event description:
It was reported that bd plastipak¿ luer-lok¿ 30 ml syringe leaked past the stopper. The following information was provided by the initial reporter: "leakage between the plunger and the body of a 30 ml bd plastipak syringe during the preparation of a venofer".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default initial reporter facility name: (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: one photo sample was provided to our quality team for investigation. Through visual inspection, the barrel was observed to be damaged, preventing proper sealing of the stopper when moved across this point, resulting in the leak reported. A device history review was performed for the reported lot 2010004, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment. H3 other text : see h.10

Event description:
It was reported that bd plastipak¿ luer-lok¿ 30 ml syringe leaked past the stopper. The following information was provided by the initial reporter: "leakage between the plunger and the body of a 30 ml bd plastipak syringe during the preparation of a venofer."